Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. In addition, it was reported that the battery gauge was fluctuating, and the customer received a power source alert after plugging the pump into a wall outlet. Customer's blood glucose level was 107 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.